Event description:
The patient reported that the down arrow button was intermittently responding to button presses on the keypad and that is was gradually getting worse the last two weeks. The patiently reportedly wore the pump in a pocket and did clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.